Event description:
The customer reported that the system made a popping sound then the screens went black. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The candle stick was cleaned and the candles were regreased. The system was tested and operates as intended.